Event description:
A caller reported a tandem mobi cartridge alarm, which was confirmed as cartridge alarm 35. The issue did not adversely impact the customer's blood glucose level. Tandem technical support decided to replace the pump, as the current pump was under warranty. The customer will continue to use the current pump until the replacement with updated software arrives. Instructions were provided for putting the pump into storage mode, returning the problematic pump using a pre-paid label, and programming settings into the replacement pump. The caller acknowledged all instructions, including connecting their cgm to the new pump.